Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and remotefe showed (25913 c-33/1-8a errors). Visual inspection identified the unit has no significant scratches or dents. The front bezel is in decent condition. C-33 error occurred on start-up. The iesu was placed on golden system and was run in normal mode. The iesu will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, user informed the technical support engineer (tse) that the ground pad icon on the erbe was red. The system logs did showed no associated errors. Prior to calling, the use had replaced the ground pad with no change. The se confirmed that the user was using a validated covidien ground pad and the orientation was correct. The erbe icon turned green when the user fold the ground pad over on itself. The user placed the ground pad on a different location, but the issue persisted, the user performed a power cycle and a hard power cycle on the erbe , but the issue remained and another error c-00 occurred upon startup. The user replaced the erbe with the force triad generator to proceed with the procedure as planned. No known impact or patient consequence was reported. A procedure delay was reported.